Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis in an approximately (B)(6) male patient coincident with dianeal, unknown, and extraneal viaflex (lot numbers not reported) therapies. On (B)(6) 2009, the patient began treatment with dianeal, unknown, and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2009, the patient experienced bacterial peritonitis, manifested by abdominal pain. The reporter assessed the event of bacterial peritonitis as mild in severity. It was not reported whether the patient was hospitalized, or whether an effluent analysis and culture were performed. On unreported dates, the patient received treatment with unspecified antibiotics and recovered from the bacterial peritonitis. Outcome for the event of break in aseptic technique was not reported. Action taken with dianeal and extraneal therapies were not reported. Medical history was not reported and concomitant medications were unknown. The reporter believed the event of bacterial peritonitis was unrelated to dianeal and extraneal therapies. The reporter did not provide an opinion of causality for the event of break in aseptic technique. The reporter believed the break in aseptic technique was the root cause of the bacterial peritonitis.